Event description:
It was reported that approximately 2 months post implantation, the patient underwent an above-knee amputation for reasons unknown. Attempts for additional information have been made and none is available from the reporter.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42532007102 tibia cemented 5 degree stemmed rt size e lot# 65802207. 42522100714 articular surface medial congruent (mc) right 14 mm lot# 64411384. 42540200032 all-poly patella cemented 32 mm dia lot# 65813831.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated from additional information provided outlining 'there was a vascular injury during the surgery which was discovered while the patient was recovering on the ward. This lead to the amputation.' Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Root cause remains as cannot be determined as it is unknown what caused the vascular injury, at what step in the procedure, and how it was not discovered. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: suggested code: mechanical code g4: femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation remains in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 2 months post implantation, the patient underwent an above-knee amputation for alleged vascular reasons that have not been confirmed at this time. No additional information is available at this time.